Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that undersensing was noted on the right atrial (ra) lead. It was also reported that the device showed deflections on the egm not marked on the marker channel due to lead undersensing. The lead and device remains in use. No patient complications have been reported as a result of this event.